Event description:
A malfunction alarm was reported on a pump after the customer went on a hike, during which the pump got slightly wet. The customer¿s blood glucose level was reported to be within normal range and did not exceed 500 mg/dl (27.7 mmol/l). Technical support provided assistance to reset the pump, after which the malfunction code did not recur. It was advised that the customer could continue using the pump and to call back if the issue happened again.